Event description:
Reporter used patch in 2007 and wore porduct for 8 hrs on lower back. She removed patch and it pulled skin. Area was torn and red. After seeing the doctor, who prescribed silvadene and dressings; there was some swelling and draining of the blisters.